Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions, as it was able to prime, fire and obtain 30 chicken breast samples without issue. An x-ray of the device showed that one of the cannula tangs was fully engaged with the device housing and one of the cannula tangs was partially engaged with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. As the problem could not be reproduced, the investigation is unconfirmed for the reported self-activation. Although the observed tang engagement was sufficient, it is possible that the identified bent bumper contributed to incomplete cannula tang engagement at the time of the procedure and the reported self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided kidney biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient injury.